Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) instrument arm drape accessory was analyzed and found to have a dislodged inner labyrinth. The inner labyrinth was returned completely dislodged from the outer labyrinth. When returned, the arm drape's collar was intact with the drape indicating the drape was not used on a system. Once the inner labyrinth was reattached to the outer labyrinth, the drape was tested on an in-house sp system for testing. All 4 magnets attached to the system without any issues and all 4 sterile adapters successfully engaged on the arms. Drape setup was completed without any issues. A spin test was performed by rotating the instrument drives up to 180 degrees in both directions and passed. There were no issues with the drape becoming dislodged from the patient side cart (psc) arm or any friction noticed. An in-house sp camera was then placed and driven on the in-house system without any issues. The camera passed the recognition and engagement tests. An in-house sp instrument was installed on all 3 arms without any issues. Engagement and recognition passed with no issues. Please note that the drape is hyco meaning the gates are on the outside ledge of the outer labyrinth. Upon visual inspection, there was no physical damage found. A visual inspection did not find any additional damage or observations, and the drape appeared to rotate as expected when reassembled. The drape was transferred to design engineering for further investigation into the failure mode. No additional observations were noted, and the observation that the drape passed the spin test when conducted was further confirmed. The complaint was confirmed by failure analysis. Since the drapes appear to be free of damage and it does not appear that the labyrinths were separated by force, the root cause of the dislodged inner labyrinth appears to potentially be due to manufacturing. Specifically, it appears the inner and outer labyrinths may not have been properly assembled together, which could have resulted in the two components becoming separated during transit or when removing the drape from its packaging.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape accessory suddenly separated. The procedure was continuing as planned with no reported injury.